Manufacturer narrative:
Batch review performed on 19 november 2018: lot 177403: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary surgery. The pathogen was identified as (B)(6). The surgeon performed an I&d and a poly swap.